Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer experienced high blood glucose level of 808 mg/dl and was hospitalized. The customer did not provide the symptoms regarding high blood glucose. The customer was discontinued the use of the insulin pump. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.